Manufacturer narrative:
Event updated.

Event description:
It was reported that the patient experienced infection with inflatable penile prosthesis (ipp) around the pump and in the infrapubic area. The entire ipp system was removed and replaced with a spectra concealable penile prosthesis one. No further complications were reported in relation to this event the product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that the patient experienced infection with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a spectra concealable penile prosthesis one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.